Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's wife reported that the patient had removed the device due to a rash on his chest and back. During a follow up the wife reported that the patient's doctor prescribed benadryl cream for the patient but it didn't' appear to be working. The patient ended use of the lifevest. The final medical outcome of the irritation is unknown. No allegation of a device malfunction.